Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at the end of a 5fu infusion a leak was noted at the connection between the texium and the smartsite. There was no report of patient harm.